Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was place to technical services on 12/12/2016 stating that there as lead safety switch found on lv lead. In addition, it was discussed that impedances and sensing have changed recently, and possible lead movement. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).